Event description:
It was reported by the aci clinical specialist that a pt under went a interventional coronary procedure on an unk date. Access was obtained at the right femoral artery, via a 6f sheath (model unk). Following the procedure, the radiology technician (rt) who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the rt "shuttled the sealant down, and then could not un-sheath the device". The balloon was deflated, and the device was removed from the pt. The pt was converted to approximately 30-45 minutes of manual compression "due to the procedure being intervention". The pt was ambulated and discharged to home the same day, with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the introducer sheath was covering the balloon. The introducer sheath was removed distally, and no significant resistance was felt during the removal. When an attempt was made to retract the shuttle, significant resistance was noted. Subsequent to unsheathing, blood was observed on the full length of the sealant. The grip tip sealant adhered to the polyimide shaft along with the dried blood. The advancer tube was pushed past the proximal tamp lock, with the distal tip compressing against the sealant. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be determined. The review of the lhr (lot f1213703) indicated that the device lot met all established performance criteria prior to shipment.